Event description:
Information received from the field notes that the pacemaker dependent patient presented to the emergency room with noise on the ventricular channel. The patient was admitted to the hospital and the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received